Manufacturer narrative:
The subjected device was returned to olympus medical systems corp.(omsc) for evaluation. Omsc tried to reproduce the phenomenon, but the phenomenon was not reproduced. Omsc evaluated the subject device, and confirmed the following. There was no abnormality for the output value of each socket; there was the dust on the air vents; there was the signature that any moisture was attached on the rear-panel. Omsc checked the device history record of the subject device, and there was no irregularity found. The ues-40s instruction manual states the corresponding method when there is an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed the following. During an unspecified procedure, the spark occurred from the hand-piece made by (B)(4). The tip of the hand-piece had the heat enough to melt the drape. There was no report of the patient's injury regarding this event.

Manufacturer narrative:
The hand-piece that has been used in combination was returned to olympus medical systems corp.(omsc) for evaluation. Omsc tried to reproduce the phenomenon with this hand-piece and the subject device, but the phenomenon was not reproduced. Based on the investigation result, omsc concluded that there was no abnormality about the subject device, omsc surmised that the phenomenon was caused by the following. - in a situation that the tip of the hand-piece and the patient's tissue was not enough contact, the facility tried to output the hf current. So the spark occurred. - the heat release performance was reduced, because there was the fatty ingredient on the tip of the hand-piece. The facility contacted this hand-piece and the drape. So the drape was melted. There were no further details provided. If significant additional information is received, this report will be supplemented.